Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): this no telemetry communication failure condition was confirmed. The device can was opened and the no telemetry failure cleared during the electrical evaluation of the hybrid. Multiple attempts were made to reinduce the loss of telemetry communication failure, but none were successful. This analysis was stopped at this point with the telemetry failure condition cleared and the device functioning nominally.

Event description:
It was reported that the physician was unable to interrogate the device. Another programmer was tried without success. A magnet test was performed, and the device reacted appropriately. The device was explanted. No further patient complications have been reported as a result of this event.